Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) on the patient line of the amia automated pd cycler set ¿fell off.¿ this was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.